Event description:
It was reported that the ipg could turn off on its own. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-operatively.